Event description:
During an atrial valve replacement (avr), scissors triggered an electrosurgical pencil in the esu holster. The pencil electrode conducted electrosurgical energy through the scissors causing a 3 cm x 4 cm skin burn on the left thigh. The wound was debrided.